Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under her breasts. The irritation is red, bumpy and bothersome. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use (B)(6) lotion by a physician. Follow up indicated that the has been using the lotion and the irritation has started to improve.